Manufacturer narrative:
.

Event description:
MFR received pt report of headaches persisting for several days, and resulting in hospitalization for treatment. Pt reported the physician is suspecting a csf leak. Add'l info, interventions and pt outcome related to reported event has been requested from the health care provider, and a follow-up report will be sent when add'l info is received.